Event description:
Report received from the USA stating that the device "shut off" during surgery. The surgery was slightly delayed but specific amount of time was unknown. The doctor was able to continue surgery without the device due to the doctor no longer requiring the drill. The reporter declined providing the patient information. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.